Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels of 20-600s (mg/dl) and occasional trace ketones. Reportedly, customer is a brittle diabetic and reported that they have had a hard time controlling their bg levels since being diagnosed with diabetes. Customer consumed glucose to treat their low bg levels, and administered boluses to correct the elevated bg levels. Customer has also been working with their health care provider (hcp) to adjust pump settings. Recommendation was made to consult with health care provider to discuss diabetes management.